Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx laa closure device with delivery system were used. After the procedure the patient was prescribed a drug regimen of 5mg of the anticoagulant eliquis twice daily. On (B)(6) 2021, the patient underwent a follow up transesophageal echocardiogram (tee). A non-mobile thrombus was noted on the tee. As of (B)(6) 2021, it was reported that the thrombus was no longer visible on tee and the patient experienced no complications.